Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was able to take two spins and then it would not take a third and would get stuck in initialization. Rebooting resolved the issue. The issue occurred a couple times. No known impact to patient outcome. No further information available. It was reported that there was no delay. They were in the hallway prior to the case and used another system for the procedure.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: would not take a third spin a110201: stuck on initialization d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #: (B)(6) rev. C, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The starter board was replaced. Codes b01, c02, and d02 are applicable. H3, h6: the returned generator was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.